Manufacturer narrative:
All of the buttons functioned properly and no damage to the keypad assembly, button error alarm or unlocked keypad connector was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the customer's insulin pump was beeping and that there was a black circle on the screen. The customer also received a button error alarm on the insulin pump. The customer's blood glucose was 190 mg/dl. The customer did not recall if the insulin pump had been wet or bumped. The customer was advised to remove the battery from the insulin pump for 30 minutes. The customer experienced a second occurrence of the button error alarm. Advised customer that the device would be replaced, and the customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.